Event description:
After the catheters of competitors (sac of jll and his-rv of ibi) were placed inside the ra, bachmann's bundle (2 punctures, 2 sheaths) was conducted under observation by a sound star catheter. After bachmann's bundle, sound merge was conducted with having long sheaths placed inside the ls (left superior) and rs (right superior). After sound merge was created, a lasso 2515 nav catheter was placed inside the lspv (left superior pulmonary vein) and pvi (pulmonary vein isolation) started by the ez steer catheter. At first, ablation of the posterior wall at 20w for 30 seconds from the roof to the bottom was delivered. Then ablation of the anterior wall at 25w for 30 seconds from the roof started. After pvi was completed, it was confirmed that no pvp (pulmonary vein potential) was left in the lspv and a lasso catheter was placed inside the lipv (left inferior pulmonary vein). Ablation targeting remaining pvp in the lipv was conducted. Pvp (pulmonary vein potential) disappeared after 50 times in total of ablation of the ls and li (left inferior). Subsequently, rpvi (right pulmonary veins isolation) was conducted. Ablation of the anterior wall at 25w for 30 seconds was delivered after a lasso 2515 nav catheter was placed inside the rspv (right superior pulmonary vein). Then, after pvi was completed, the lasso 2515 nav catheter was delivered to the ripv (right inferior pulmonary vein) and ablation was conducted until pvp disappeared. Pvp of rpv disappeared after 53 times of ablation. After that, the lasso 2515 nav was placed in the lspv to confirm pvi of the left and right pulmonary veins again and the pvi line was checked by the ez steer catheter. Suddenly the alert of a monitoring device of the cardiac rate sounded, and the alert repeated for a while. Effusion was observed by the sound star catheter. But checking of the pvi line was carried on because the amount of effusion was small and the blood pressure was stable. Pvi of both right and left was successfully completed.

Manufacturer narrative:
Product analysis could not be performed since the device was not returned to bwi for investigation. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) - during removing the catheter from the la, the blood pressure reduced a little. At most 8mm of effusion was observed by the sound star catheter. But the drainage was considered not to be needed because of the small amount of effusion. The patient was under observation in a ward of the hospital with only on medication after the confirmation of the transthoracic echocardiogram. The physician stated that the catheter might have touched the cardiac wall stronger than usual when the patient breathed deeply during pvi.